Manufacturer narrative:
This report is based solely on lead return and analysis. The event occurred outside the us. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached depression. The full atrial lead was returned and analyzed.

Event description:
The atrial lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.